Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient fell approximately 8 feet from his roof, approximately 3 months ago. The patient came to the clinic on (B)(6) 2014 with a large expanding hematoma on his chest. A CT scan revealed a leak in his outflow graft and the patient was taken to the or to have the outflow graft replaced.

Manufacturer narrative:
Approximate age of device: 2 years and 9 months.device evaluated by manufacturer: it was reported that the outflow graft was not available to be returned for evaluation. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of bleeding could not be confirmed as the outflow graft was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the bend relief graft had slipped off the ventricular assist device outflow and there was an erosion at the junction of the lvad.